Manufacturer narrative:
Use error. Per the user guide: warning never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 66 mg/dl the customer consumed carbohydrates to keep from going low. Customer continued to use the pump for insulin therapy.